Event description:
It was reported, during an initial implant procedure, poor signal and failure to extend of the helix was reported on the right ventricular (rv) lead during positioning of the lead. The rv lead was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
The reported events of r-wave amplitude variation and helix mechanism issue were confirmed. As received, a complete lead was returned in one piece. Visual examination fount the helix fully extended and clogged with blood/tissue. X-ray examination found the inner coil over torqued broken and separated at the connector region consistent with procedural damage. X- ray examination of the helix mechanism found no anomalies or distortion of the helix that would have contributed to the helix mechanism issue reported in the field. The cause of the reported event of helix mechanism issue was isolated to blood/tissue on the helix region and over torqued/broken inner coil. Electrical testing did not find any indication of internal shorts but due to the broken inner coil the lead failed the continuity test. No other anomalies were noted with the exception of procedural damage.